Manufacturer narrative:
This report is submitted on 21 january 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to pain and non-auditory sensations. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is submitted on march 9, 2020.